Event description:
The lay user/pt contacted lifescan in 2007 and alleged that his one touch ultra meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The pump reported that the alleged issue first occurred in the last 2-3 days (specific date/time not provided). He also mentioned that experienced symptoms of blurred vision, palpating heart, shakes, and felt like passing out after the reported issue began. He was taking his usual dose of insulin. However, he treated himself with food/beverage on the same day at 2:30 pm. The pt reported obtaining a result of 194 mg/dl and was comparing it to his normal readings/feelings. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique reviewed to be correct and he was also cleaning the puncture area properly. This complaint is being reported because the pt alleged experiencing symptoms after the reported issue began. He treated self with food/beverage. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.